Event description:
Chemotherapy infusion was complete and normal saline IV continued to flush tubing of any further chemotherapy. Rn tried to disengage the injector piece of the phaseal product from the y connector at the end of the chemotherapy tubing and the connector broke off from the y-site tubing. When the piece broke off the needle was still engaged and exposed. No one was injured or exposed to chemotherapy.